Event description:
The account alleged that the head hi/low slowly drifts down. No injury reported.

Manufacturer narrative:
The account stated that after replacing the head hi/low down valve the issue was still present. The tech told the account to check the emergency trendelenburg valve next. No further info is available on the repair of the bed at this time.